Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e433 (permanent reboot/ temporary failure) was a faulty generator board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Follow up with the user facility is currently being performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the electrosurgical generator esg-400 experienced a e433 permanent reboot/ temporary failure error. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.